Event description:
Additional information received reported that the patient programmer was showing the batter had reached end of service.

Event description:
Additional information received reported that the patient had a revision where both the implantable neurostimulator (ins) and lead were replaced. It was noted that the timing of the car accident and fall as it related to the loss of therapy was unclear since the patient's responses about the timing of events were not always clear. Per the physician performing the procedure, the ins had a low battery going into the replacement procedure and was not interrogated before being replaced. X-rays taken prior to replacement showed that the lead had migrated and it was not clear when this exactly had occurred, or if the migration was related to the car accident or fall. It was reported that the replacement surgery went without incident and that the patient felt stimulation to the target area. If additional information is received, a follow up report will be sent.

Event description:
Additional information was received that reported the patient had been in a car accident in (B)(4) 2010, but did not know if that event was related to his loss of therapy. The patient also met with a company representative 'a few months ago' at which point the patient's device was turned off due to a 'broken wire.' The patient did not undergo a revision due to lack of guidance from his doctor. Also, the patient is experiencing 'heart troubles' from sleep apnea because he is unable to utilize a sleep apnea machine at night due to frequent urination. The patient also reported experiencing most frequent gas when the device was working. Additional information was requested but was not available at the time of this report.

Event description:
It was reported that the patient experienced a loss of therapeutic effect following a fall (details of which were unknown). Additional information was requested, and if received, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3093-28 lot #v226698 implanted: (B)(6) 2009, programmer model 3037 (B)(4).

Manufacturer narrative:
Lead 3093-28 lot# v226698 explanted: 2012-(B)(6). (B)(4).